Manufacturer narrative:
Product event summary: two controllers were returned for evaluation. One pump was not returned for evaluation. Review of the pump¿s manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the device passed visual inspection and functional testing. However, visual evidence provided and on-site inspection of the controller by the clinical engineer revealed contamination in the driveline connector port. Failure analysis of (B)(4) revealed that the device passed functional testing; visual inspection revealed contamination in the driveline connector port. On-site inspection of the driveline cable and connector also revealed contamination on the driveline¿s connector, as well as damage to the driveline¿s outer sheath. Log file analysis revealed 1 electrical fault alarm logged on (B)(4) and 2 electrical fault alarms logged on (B)(4) on 26-nov-2018 due to open phases on the rear stator, resulting in the pump running on a single stator (front stator only). A driveline cleaning procedure was performed to mitigate the reported conditions. As a result, the reported contamination, electrical fault alarm, and driveline damage events were confirmed. The most likely root cause of the driveline damage may be attributed to improper handling and/or wear over time. Based on the available information, the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. An internal investigation was opened to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / con400866 / model #: 1420 / expiration date: 2019-07-31, UDI #: (B)(4), return date: 2018-12-04. Device evaluation anticipated, but not yet begun. Mfg date: 2018-07-31. (B)(4). Heartware ventricular assist system ¿ controller 2.0 / con400989/ model #: 1420 / expiration date: 2019-07-31 UDI #: (B)(4), return date: 2018-12-04. Device evaluation anticipated, but not yet begun. Mfg date: 2018-07-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller sounded an electrical fault alarm post implant and was exchanged for the back up controller. The clinical specialist was unable to reproduce the electrical fault alarm by manipulating the driveline cable. The clinical specialist also noted debris on the driveline connector and both controllers were potentially contaminated. The patient was treated prophylactically with medication and tolerated pump off time as the driveline underwent a cleaning procedure in the operating room (or). Both controllers were exchanged. During the cleaning procedure it was noted there was small, superficial damage to the driveline cable sheath near the driveline connector. No patient complications have been reported as a result of this event.